Manufacturer narrative:
(B) (4). The ge service rep found the iris collimator error during min/max detection. He removed and replaced the collimator and b352 then calibrated the ma and kv and the collimator on the system. The system boots up and operates error free.

Event description:
The customer reported that the system displayed a collimator error message. No patient injury was reported.